Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed carbon dioxide (co2) result was obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided and the instrument data logs. No malfunction of the dimension vista instrument or co2 assay were identified. Quality control results were within laboratory acceptance ranges and no additional discordant co2 results with other patient samples were reported by the customer. The cause of the discordant co2 result is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 system. The discordant result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension vista system and a higher result was obtained. The same sample was reprocessed on the original dimension vista system and a higher result was obtained and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide (co2) result.